Event description:
Name of procedure: robotic nephrectomy. Detailed description of event: limited information available at time of report. Retrieval bag is in 4 pieces. Said there was no patient injury. They are xraying the patient to be sure all pieces were retrieved. Additional information received via telephone on (B)(6) 2019 from sr. Account mgr.: sr. Account mgr, [name] met with the surgeon and 1st assistant on (B)(6) 2019 to discuss the case that occurred the previous day. It was noted that a bigger bag should have been used for the procedure. The 1st assistant placed, deployed and packed the bag. When she pulled back the handle to pull the bag out, the handle broke due to the amount of tension placed. They didn¿t release the cord off the hook. They found that the prongs, white cap and blue shaft had broken off the bag and were in the abdomen of the patient. The specimen was still inside the bag, which they were able to pull out of the port. The broken pieces were removed and the patient was x-rayed to be sure all pieces were retrieved. The patient is fine. The lot number of the device is 1351057. The device will be returned and a photo has been provided. Additional information received via email 11jul2019 from sr. Account mgr.: the customer actually broke the plunger off at the string hook intentionally to better access looped cord. But the clinician did not release the cord before pulling device from the abdomen. With cord still attached to the bottom of the plunger shaft, it pulled lower portion into the abdomen when they removed device. This resulted in the prongs, white cap and lower part of plunger shaft to enter the abdomen. Medwatch # mw5088263 received via mail on 01aug2019: event date: (B)(6) 2019. Model: cd001. Lot: 1346778. Event description inzii 10mm retrieval system pouch end placed into abdominal cavity via trocar/port to retrieve right renal mass ¿ when instrument "came/fell apart" in abdomen (pieces of endoscopic pouch retrieval system detached into separate pieces) ¿ all obvious pieces retrieved out of abdomen by the surgeon; abdominal xray ordered taken at end of case. Incident reported to surgery supervisor. No obvious injury to pt. X-ray confirmed no retained fragments. FDA safety report ID# (B)(4). Additional information received via email 07aug2019 from applied medical sr. Account mgr.: "I will be in the facility tomorrow. I did take the picture of the lot# that I reported. It was the 1351057 lot number. I have not been contacted about any other event. I do not know [name] but I will check on it. " additional information received via phone 08aug2019 from applied medical sr. Account mgr.: [name] spoke to facility and was told [name] in no longer at the facility. Several people confirmed that there have been no other events regarding the inzii and that it is likely that the lot number reported on the medwatch form was not correct. Type of intervention: the broken pieces were removed. Patient status: patient is fine.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of a broken actuator and detached prongs. Based on the condition of the event unit and the description of the event, the damage to the actuator was caused by the user in order to access the cord loop of the device. The user did not release the cord loop prior to retraction, which caused the prongs to detach. The instructions for use (IFU) states "to remove the bag separately, detach the cord loop from the holding slot on the actuation rod. Remove the introducer sheath and rod, leaving the bag within the cavity and the cord accessible through the trocar cannula. Remove the trocar cannula from the incision. Remove the specimen by pulling on the cord loop, thus retracting the bag through the port site." The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. This is also a follow-up report to medwatch # mw5088263.

Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation.

Event description:
Name of procedure: robotic nephrectomy. Limited information available at time of report. Retrieval bag is in 4 pieces. Said there was no patient injury. They are x-raying the patient to be sure all pieces were retrieved. Additional information received via telephone on 11jul2019 from sr. Account mgr: sr. Account mgr, [name] met with the surgeon and 1st assistant on 11jul2019 to discuss the case that occurred the previous day. It was noted that a bigger bag should have been used for the procedure. The 1st assistant placed, deployed and packed the bag. When she pulled back the handle to pull the bag out, the handle broke due to the amount of tension placed. They didn¿t release the cord off the hook. They found that the prongs, white cap and blue shaft had broken off the bag and were in the abdomen of the patient. The specimen was still inside the bag, which they were able to pull out of the port. The broken pieces were removed and the patient was x-rayed to be sure all pieces were retrieved. The patient is fine. The lot number of the device is 1351057. The device will be returned and a photo has been provided. Additional information received via email 11jul2019 from sr. Account mgr: the customer actually broke the plunger off at the string hook intentionally to better access looped cord. But the clinician did not release the cord before pulling device from the abdomen. With cord still attached to the bottom of the plunger shaft, it pulled lower portion into the abdomen when they removed device. This resulted in the prongs, white cap and lower part of plunger shaft to enter the abdomen. Intervention: the broken pieces were removed. Patient status: patient is fine.